Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for multiple reasons including infection, multisystem organ failure, and suspected pump thrombus. The patient was too ill to undergo a pump exchange and the decision was made to withdraw care on (B)(6) 2014 and the patient expired.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device is completed.